Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient¿s new gastroenterologist gave them the same medication but different amounts, 7times a day. The patient reported they were afraid to go out in public because they have had diarrhea and the therapy had not been working for them since (B)(6) 2017. The patient reported they were also taking a new pill for the knees but their health care provider (hcp) told them to stop taking those pills. While on the call the patient verified their stimulation was on program 4 at 3.0. The patient stated they started an oral medication which they related to the issue. There were no further complications reported/anticipated.